Event description:
Consumer reported using product on july 12, 2000 to cover a scrape on consumer's elbow. On july 14, 2000, consumer was admitted to the hosp for 10 days of i.v. Antibiotic therapy due to cellulitis, extending from consumer's mid-forearm to mid-upper arm. This consumer had just completed a 10 day course of oval steroids for a rash on consumer's head the day the band aid advanced healing product was used. Consumer is also being treated with gamma globulin 35mg every 3 weeks and takes many other medications.